Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose was 488 mg/dl two hours ago. The customer treated with an injection. The customer's blood glucose reading during the event was 598 mg/dl. The customer disconnected her quick set and primed the pump and received a low reservoir alarm. The customer stated that the reservoir showed 17 units. The customer was assisted with filling the reservoir. The customer programmed the bolus wizard and the pump suggested 7.7 units. The customer was advised to monitor blood glucose and call back.